Event description:
The customer reported that they found a piece of copper wire in their waste container of the ortho provue analyzer. The customer determined that the copper wire had originated from the frayed exposed wiring chain above the probe housing station. The customer discovered the damage during testing. An exposed or broken wire may have the remote potential for electrical shock or fire. No harm was reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe replaced the ground wire for the probe handler. The ground wire is in place to comply with ul requirements in case of electrical fault. Replacement of the necessary component has returned the analyzer to expected operation. The root cause for the damaged wire is unknown.